Event description:
It was reported that a xia 3 titanium blocker 'cracked' while compressing intra-operatively. No adverse consequences, surgical delay or medical intervention were reported. The procedure was completed successfully. No adverse consequences, surgical delay or medical intervention were reported.  The procedure was completed successfully.

Event description:
It was reported that a xia 3 titanium blocker 'cracked' while compressing intra-operatively. No adverse consequences, surgical delay or medical intervention were reported. The procedure was completed successfully. No adverse consequences, surgical delay or medical intervention were reported.

Manufacturer narrative:
A visual inspection was performed and revealed the following. Inspection confirmed blocker fracture. Fracture initiated at the top of blocker and propagated toward the bottom traversing through the top 2-3 threads at an angle. Fracture shape and direction indicates a torsional fracture, most likely occurred during blocker insertion/tightening. There is a small fracture at thread initiation on the bottom of the blocker, which indicates blocker may have been cross threaded during insertion. There is a deformation on the 1-2 bottom threads, opposite the side of the fracture, which indicates potential cross threading. The deformation observed from the rod on the bottom of the blocker tends heavily towards one side over the other. This indicates the blocker did not sit flush on the rod and/or the blocker was not fully inserter when fracture occurred. This uneven deformation on bottom of blocker may have been caused by blocker cross threading or high angulation of rod in tulip head. Screw was not returned with blocker. Device history records were reviewed for this lot, and a relevant non-conformance was found; however, this non-conformance was confirmed by the manufacturing site to not be present on the blocker in this investigation. Complaint history records were performed for this lot, and no similar complaints were identified. From the xia 3 surgical technique guide (stg): once the correction procedures have been carried out and the spine is fixed in a satisfactory position, the final tightening of the blockers is performed. Use the anti-torque key and the torque wrench. The anti-torque key and torque wrench come in two sizes; standard and short. Place the anti-torque key around the screw head. Place the torque wrench through the anti-torque key until it is guided into the blocker. The torque wrench indicates the optimal torque force that must be applied to the implant for final tightening. Line up the two arrows to achieve the final tightening torque of 12nm. Note: do not exceed 12nm during final tightening. After review of the stg and device inspection, the most likely cause of the reported event was determined to be cross threading of blocker in tulip head. Cross threading can add additional stresses to the blocker and tactile resistance during insertion. This may lead to excessive force applied during blocker insertion, which can result in blocker fracture. Additionally, a cross threaded blocker may potentially fracture during final tightening, even is torque wrench and anti-torque key are utilized properly.